Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced a shocking sensation even after the neurostimulator was turned off. The device was explanted. Pt's outcome was reported as no pt death. Add'l info was requested.